Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during an unspecified procedure a cannula fractured. The physician went to insert the accustick ii system .038 j in to the introducer and the cannula fractured in her hand. It broke at the stylet and fractured in multiple areas along the cannula. The procedure was completed with another of the same device. The device was removed intact. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: received one accustick ii system .038 j with original label and with residue present on the device. The returned product comprised of the inner and outer sheath assemblies. The metal stiffener (inner cannula) assembly was not returned for evaluation. The outer sheath was found broken into seven pieces. The inner sheath was found slightly kinked near the middle. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an unspecified procedure a cannula fractured. The physician went to insert the accustick ii system .038 j in to the introducer and the cannula fractured in her hand. It broke at the stylet and fractured in multiple areas along the cannula. The procedure was completed with another of the same device. The device was removed intact. No patient complications were reported and the patient¿s status is ok.